Event description:
The 10mm nexus bonescalpel tubing (ref #110-31-1110 lot #233150) started to leak as soon as the bag was spiked. The leak is coming from right where the bag is spiked. A tegaderm was placed around the tubing to make sure it stopped during the case. Manufacturer response for instrument, ultrasonic surgical, nexus (per site reporter). No response yet.